Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient underwent spine surgery using rhbmp-2. Reportedly, post-op, patient has an increased fear of cancer and had severe pain which resulted in extended hospitalization. On (B)(6) 2008 the patient presented for follow-up care and underwent physical therapy. On (B)(6) 2008 the patient presented for second post-op follow-up due to pain. Reportedly the patient was never able to return to playing sports, could not carry her text books due to pain, cannot pull, push, or lift more than 50 pounds; cannot sit indian style, cannot stand for long periods of time, and cannot sit for long periods of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.